Manufacturer narrative:
Event date: in 2012. (B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Pe-prove clinical study it was reported that angina occurred. In (B)(6) 2010, the patient presented due to unstable angina. Subsequently, index procedure was performed. The target lesion was a de-novo bifurcated lesion located in the proximal left circumflex (lcx) extending to the distal lcx with 85% stenosis and was 20mm long with a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 3.00mmx24mm promus element¿ stent. Following post dilation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In 2012, the patient developed symptoms of angina. No action was taken to treat the event. The event was considered to be not recovered/ not resolved.

Manufacturer narrative:
Describe event or problem updated. (B)(4)

Event description:
It was further reported that in (B)(6) 2013, the event was considered to be resolved without residual effects.